Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirmed the report of a loose pin. Upon further examination, the hex tip exhibits wear and the overall condition of the driver suggests heavy usage. A complaint database search did not identify a trend. The root cause is attributed to product wear out due to the overall condition of the device. Based on the root cause of product wear out, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While preparing a quickset acetabular grator tray for surgery, it was discovered that the hex u-joint driver had a loose pin.